Event description:
It was reported that the customer received an unexpected restart alarm, a spanish software anomaly, and an external ram error. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No alarms noted during testing. Insulin pump passed self-test and error test. Insulin pump had multiple alarms noted in the alarm history screen due to corrupted history file. All buttons functioned properly. No damage noted on keypad traces. The keypad connector was locked. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.